Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose levels were elevated. As the customer was not receiving an alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of these past occlusions was unable to be determined.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.